Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that a volume discrepancy occurred and the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The patient was seen on the day of the report and told that half of the medication was left in the. No diagnostic studies were performed. The patient even mentioned of setting an alarm to remember to request boluses. The patient noticed to have a decrease in relief since the middle of her last refill and now, (B)(6) 2014. The patient had an adjustment after the refill because she hurt. The dosage increase was reportedly too strong and caused numbness. The dosage and concentration for that occurrence was unknown. It was further stated that 2-3 months prior, the patient also received too much bupivacaine, causing her body to go numb and the inability to walk or urinate. The patient went on to say that she only had one kidney and the medication ¿shut it down.¿ the healthcare provider (hcp) reportedly changed the medication and that resolved the issue. The patient was also taking oral dilaudid. It was also reported that sometimes when the patient requested a bolus, the personal therapy manager (ptm) did not ¿flicker¿ as much as it used to and still received the ¿check mark.¿ the patient felt she was not getting her boluses, even the ptm showed a successful request. The healthcare provider (hcp) reportedly thought there might be something wrong with the ptm. It was noted that the patient¿s next refill was scheduled for (B)(6) 2015. The pump was used to deliver hydromorphone and bupivacaine. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.